Event description:
It was reported that the ventilator generated a technical error code indicating disabled ventilation. There was no patient harm. Manufacturer's reference #: (B)(4).

Manufacturer narrative:
Review of received information: on-site investigation was performed by distributor's field service engineer. The claimed issue was reproduced during troubleshooting. According to received information, the control printed circuit board was found defective and its replacement solved the issue. The additional information has been requested for further investigation. The UDI information is not available since the device was manufactured before 2015.